Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The lot number was not provided.

Event description:
This is filed to report a single leaflet device detachment, heart failure and cardiac tamponade. It was reported that on (B)(6)2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4, with a posterior flail. A mitraclip xtw (lot# unknown) was implanted, reducing the mr to a grade of 2. On (B)(6)2022, the patient presented during a follow-up with heart failure symptoms. It was observed that the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) due to calcification. The patient experienced cardiac tamponade that resulted in no further plans of treatment. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Additionally, the complaint history review was not performed because no lot information was provided. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy (leaflet calcification, pre-existing chordal rupture, thin leaflets, and enlarged atrium). There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6 device code 2226, 4446, 4614 removed.

Event description:
Subsequent to previously filed report, the following information was provided: the patient presented with a chordal rupture, thin leaflets, and enlarged atrium. The clip was stable for several months post procedure, included at the thirty day follow up. It was noted that the single leaflet device attachment (slda) was likely due to poor tissue integrity and further action would be unlikely to succeed. There was no evidence of chordal rupture, tissue damage, or any other leaflet injury due to the slda. Following the slda, mitral regurgitation (mr) was moderate, with grade 2+. It was indicated that the heart failure was due to progression of disease. It was corrected that cardiac tamponade was not associated with this patient. It was corrected that the patient experienced effusion, and due to the effusion, another clip could not be implanted. The implanted clips did not cause or contribute to the effusion.